Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient said they were not getting the symptom relief that they desire for "quite a while." The patient stated that they had made multiple stimulation and program adjustments, but the device was not doing what it was supposed to. The patient said they think their implant had moved because they can feel the battery and it was easy to touch it. The patient stated that they think it had moved up, because it used to sit lower. They stated their implant used to be deeper. The patient stated that they plan on increasing their stimulation after the call. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they haven't seen their doctor in a long time because they were tired of going.

Event description:
Additional information was received from a patient. Patient called back and stated that they are having all kinds of problem with their implant, and today they tried to make stimulation adjustments but they encountered a message in their my therapy app that stated "contact your administrator." Patient stated that their communicator was not paired with their handset due to bluetooth being turned off. Agent conferenced in patient to further address the issue. After resolving bluetooth connectivity. Agent guided patient through connecting patient to their my therapy settings. No issues presented. Patient was redirected to call back if they note the issue again. Patient will continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.